Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low flow event was confirmed via review of the auto logs reports which revealed 108 low flow alarms were logged since (B)(6) 2020. Information received from the site indicated that the ventricular assist device (vad) exhibited multiple low flows related to patient condition which was hypertension (mean arterial pressure was 101). Of note, the patient was not very compliant with medications. The patient was admitted and received intravenous (IV) fluids. Blood culture was done as part of initial workup for low flows and no infection or intervention was in relation to the blood cultures. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the ventricular assist device (vad) exhibited multiple low flows related to patient condition which was hypertension (mean arterial pressure was 101). Of note, the patient was not very compliant with medications. The patient was admitted and received intravenous (IV) fluids. Blood culture was done as part of initial workup for low flows and no infection or intervention was in relation to the blood cultures. The vad remains in use. No further patient complications have been reported as a result of this event.